Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that ever since it was put in they have noticed that one side of their implant is poking out and is bothering them. Caller stated that they can't sit on it or lay on it because it hurts, and it's aggravating. Caller added that they are in pain and need to know what to do. Caller noted that their doctor said they can go in and do the surgery again, but when they tried to go further in the first time, it wouldn't program. Caller stated that this battery feels way bigger than their last one, and if it's the only kind then maybe the should switch to a pain pump because they need something to start working for them. Caller stated they have been trying to call their medtronic rep since yesterday but haven't heard anything. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed role of representative and provided caller with nas number for healthcare provider office to call. Caller mentioned they are taking pain medication and it isn't lasting long.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.